Event description:
Event description cpi received information that there was noise on the rate sensing lead, a bipolar endocardial tined lead (0010), during an invasive procedure, it was noted there was a longitudinal split in the insulation, near the distal end of the lead. It was replaced with a ventritex lead system.